Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The site reported that images were sent w/o presentation states applied. It is not known at this time what presentation state was missing. There was no reported patient injury associated with this event.